Event description:
During intravasicular administration of live bcg, instillation spike and tubing, supplied by MFR, malfunctioned. This resulted in a potential exposure of live bcg, to the rn administering the medication. Staff inservicing had been provided by the MFR.